Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was not verified. The device was found in specification in relation to the reported downstream occlusion alarms which were not reproduced. Downstream occlusion alarms were verified through a review of the event history log however were determined to be true alarms during evaluation. The device underwent fluid pressure testing and was found to detect downstream occlusions appropriately. The device passed all functional testing and was found to operate as designed. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced "downstream occlusion". There was no known patient injury or medical intervention associated with this event. No additional information is available.